Event description:
The customer reported that the insulin pump's b button did not respond. During troubleshooting with the helpline, it was discovered that the block feature was active on the device. The helpline assisted the customer with turning the block feature off. The customer's blood glucose value was 112 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.